Manufacturer narrative:
(B)(4)

Event description:
It was reported that the device gave an alert during warm up. The sensor was inserted into the upper buttocks, which is off-label usage of the device, on (B)(6) 2022. Data was provided for investigation. Confirmation of the complaint and the probable cause could not be determined via data. In addition, signal loss over one hour was found in connection to the reported allegation. The reported allegation of the device gave an alert during warm up is reportable based on the finding of signal loss over one hour. No injury or medical intervention was reported.